Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The pump was unable to test basic occlusion, occlusion, compromised force sensor system and excessive no delivery test due to no button response. The pump was unable to verify motor error alarm due to no button response. However, the motor passed motor test. The pump was received with minor scratched display window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.